Event description:
It was reported that a ¿blockage¿ occurred, likely an occlusion which stopped insulin delivery. There was no adverse impact to her blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.